Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4)- vista nova study, patient site ID: (B)(6)- (ae-r983004501). It was reported that an unknown date, an unknown size navitor valve was implanted in the patient. A complete heart block was noted in the follow up phase and a permanent pacemaker was implanted on (B)(6) 2026.